Event description:
Following a successful repair on this device, it was reported a second time that the device was inoperable on battery power. There were no reports of pt use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and duplicated the repeating failure. The power pcb assembly was replaced. Physio-control also replaced several other parts related to the power pcb as a precaution because of the repeating failure. Proper device operation was then observed through functional and performance testing and the device was returned to the customer for use. Physio-control was further able to duplicate the reported failure with the first removed power pcb assembly. It was determined that the cause of the reported power failure was an integrated circuit, designator u5, which was shorted pin 12/35 to pin 13/34. This short caused the device not to power on. The other components, including a second power pcb assembly were all found to have been operating normally.